Event description:
The pt received her scs sys on (B)(6) 2006. It was reported that the pt has not used or recharged her ipg for 1.5 yrs. It is assumed that the ipg is fully depleted due to the pt not recharging for over a year. Another charger was sent to the pt. No additional info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.